Manufacturer narrative:
The unit was requested back for evaluation, but it has not yet been received. If additional information is made available, a supplemental report will be submitted.

Event description:
Nellcor puritan bennett received a report from a cardiac pulmonist that the unit provides an intermittent audio. There was no patient harm reported.